Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the peripheral ischemia is unknown; however, it is possible the mechanisms of the tavr procedure described above caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) case registry, ¿cholesterol embolism¿ was confirmed postoperative day (pod) 34 of a 26mm sapien xt valve implantation via transfemoral tavr procedure. On pod 34, the patient complained of discoloration of a left small toe and pain. Left was the side in which the access route was made. The ¿c-reactive protein (crp) and eosinophils levels were high¿ and renal function was worsening. The patient was admitted and received low density lipoprotein (ldl) apheresis. Also steroid therapy was administered. On pod 52, the symptom was improved and the patient was discharged. The outcome was determined as "in remission".